Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the balloon ruptured during the first inflation at 6 atmospheres for a few seconds. The device was removed, and the patient was in good condition after the procedure.